Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room on (B)(6) 2026 due to a cannula site reaction that resulted in a red, swollen, and painful area, and the patient was diagnosed with cellulitis and the patient was treated with an antibiotic. No further information available.